Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) main printed circuit board was out of specification electrically. It was also indicated that the display was missing pixels, the serial number label was torn, and the upper and lower cases were broken. It was also indicated that the side bail covers, ring cover, side bails, and ring bails were missing. It was also indicated that the battery release was contaminated. The epg was to be scrapped.

Event description:
The epg was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.